Event description:
It was reported that the device had a goal temperature of 33.5 but patient temperature was 30.7. It was further reported that the baby was overcooled by 2.8 degrees and the baby was shivering.

Manufacturer narrative:
There were no rfu codes or an alleged malfunction of the device. Based on the information provided, it was determined that this event was likely not due to a component level malfunction and instead due to the therapy selection. The user should not have switch the warming therapy as the device would have corrected for the slight overshoot. Switching therapy modes prolonged the issue and likely contributed to the alleged event. This issue was resolved for the customer by instructing the user to use max warming.

Event description:
It was reported that the device had a goal temperature of 33.5 but patient temperature was 30.7. It was further reported that the baby was overcooled by 2.8 degrees and the baby was shivering. No adverse consequences or serious injury were reported for this event.